Manufacturer narrative:
The complaint of run on could not be duplicated. However, upon disassembly for visual inspection the plastic housing of the motor assembly was damaged.

Event description:
While testing the micro reciprocating saw during routine servicing, it was reported that the device possibly continued to run when the trigger was no longer activated. There was no patient involvement and no adverse consequences associated with this event.